Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) failed calibration. As a result an alternate device was employed. The surgical procedure was completed successfully. There was no delay and no blood loss. Per clinical review: on (B)(6) 2022, the team experienced a problem with the heart lung machine (hlm) epgs while on cpb. The unit was changed out to an external blender. There was no delay or blood loss and the surgery was completed successfully. The manufacturer's clinical specialist spoke with the perfusionist involved in this incident and he described that the epgs had a successful initial calibration, and long into the case, the partial pressure of carbon dioxide (pco2) was climbing higher and higher (due to blowing of carbon dioxide (co2) on the surgical field), despite him increasing the sweep gas. The end user was monitoring the pco2 with the blood parameter monitor (bpm), and he confirmed the accuracy with blood gas analysis. He stated that, as the patient's co2 was climbing into the 90s, and his sweep gas was near the maximum (between 8-10 liters per minute (lpm)), the epgs gave an alarm message to calibrate. He chose to re-calibrate the epgs while on bypass, but it continued to alarm a failed calibration. At that point, the patient was experiencing a profound acidosis from the high pco2's, and the end user was also questioning the oxygenator performance. The oxygen (o2) was greater than 400 during this time, but due to an inability to decrease the pco2, the end user decided to switch to a sechrist blender. He also noted that after switching to the external blender, it took quite a while, but he was eventually able to bring the pco2 down to normal range.

Manufacturer narrative:
Per the perfusionist, medication including sodium bicarbonate (nahco3) was administered to the patient among other clinical modifications. The field service representative (fsr) verified the issue within the logs with the manufacturer's technical support specialist. The o2 sensor was replaced. The epgs was release tested. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Per supplier evaluation, the sensor showed two anomalies. A gas bubble was found present in close contact to the cathode, which explained the observed failures. A second observation was a corroded cathode. This was supported by findings of green residual. A corroded cathode should not have occurred under normal circumstances. It was possible this happened due to a reversed polarity which may have also caused the gas bubbles.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9 per data log review: the log confirms that calibration failed. 12:09:59 oxygen (o2) sensor and blender disagreed,, blender fraction of inspired oxygen (fio2): 647. O2 fio2: 2161, 12:13:12 miscellaneous gas error calibration started¿ 12:14:34 o2 sensor out of range at calib o2 sensor value: 0, calibration: failed 12:15:35 o2 sensor and blender disagreed, blender fio2: 886 o2 sensor fio2: 0, 12:17:07 miscellaneous gas error calibration started¿ 12:18:30 o2 sensor out of range at calib o2 sensor value: 0, calibration:failed 12:19:30 o2 sensor and blender disagreed, blender fio2: 886 o2 sensor fio2: 0, 12:32:55 o2 sensor and blender disagreed, blender fio2: 614 o2 sensor fio2: 0. During laboratory analysis, the product surveillance technician (pst) connected the o2 sensor to a lab use only (luo) electronic patient gas system (epgs). It was calibrated three consecutive time successfully and then passed release testing. It was determined that the o2 sensor met specification.